Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the healthcare provider (hcp) tried to read the patient's pump with a clinician programmer at a pump refill in (B)(6) 2016 and had a hard time finding it. The batteries were changed in the clinician programmer and moved the "magnet" around for "a while" until the pump was located with the programmer. It was stated that the patient was in a pushing match on (B)(6) 2016 with their cable company while paying a bill and one of the people "rushed her pretty hard". The patient had a scrape on her back above the area where her pump was located in the right side of her hip. It was also stated that the hcp thought maybe the patient's pump battery was getting low. The patient was due for a refill in (B)(6) 2016 and the hcp would be looking at diagnostics if he had an issue reading the pump with the programmer. It was noted that the patient was concerned about longevity and that the hcp had a hard time trying to read the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.